Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a routine supply change, with device alerts for prolonged elevated glucose and a highest reported blood glucose of 504 mg/dl; the user elected to complete a full supply change and declined further troubleshooting, used a cd infusion set, reported no new medications, and administered subcutaneous insulin via manual injection boluses. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for self-administered back-up therapy and impact on daily activities due to persistent elevated glucose. Investigation included complaint intake and user education regarding troubleshooting and stabilization steps. Investigation of this case revealed no specific device malfunction identified and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.